Manufacturer narrative:
The hospital declined service for the reported event. No further repair information is available.

Event description:
The hospital discovered during preuse checkout mechanical ventilation was not available because the control panel was broken. There was no report of patient involvement.